Event description:
Related manufacturer report number: 2938836-2017-24709. There was a decrease in sensing on the right ventricular lead. During the replacement procedure, insulation damage was noted on the right atrial lead. Both leads were explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, a complete tendril sts lead was returned for evaluation in one piece. Visual inspection revealed electro-cautery damage and cuts to the outer insulation at multiple locations in the lead body. There were no abrasions on the lead. All damages found are consistent with those occurring at the time of explant procedure. X-ray examination and electrical testing revealed no indication of conductor fractures or internal shorts.